Event description:
Patient reports the pump went black and started making beeping sound, patient replaced the battery, screen came back on but still had same beeping sound. Beeping then stopped but pump is not responding when pushing the buttons. Patient states an alarm was displayed on the pump (alarm not provided). Patient switched to backup pump and was infusing before calling the pharmacy to report. Pump serial number: (B)(6). Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes. Did cvs replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. Was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved, patient switched to backup pump and is infusing again. No further information provided. Lot number is unknown. Unknown dates.